Event description:
This pt had a port-a-cath, central line or transvenous catheter placed 5 yrs ago. This catheter had just recently been discovered on x-ray. There are no identifiers on this catheter, explanted.